Event description:
Event description boston scientific received information that this patient had recently fallen on his chest and now reports that the pacing wire is sticking up under the skin. The patient stated that he was told by his internist that he should see the cardiologist who follows his device. However, when he tried to make an appointment, he was told by his cardiologist's office that his insurance would not allow him to be seen there. The patient inquired as to if his device is a defibrillator because he feels little shocks now and then.